Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
The customer reported through our sales rep that: "the tip of the drill broke off". No adverse consequence reported by the user.